Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 528-548 mg/dl. Customer delivered a 20 unit bolus of insulin to address bg. Customer vomited and had dysentery. Customer was transported via ambulance and was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with insulin and intravenous antibiotics. High bg/dka were resolved with no permanent injury. Customer was discharged on (B)(6) 2021. Customer did not know cause of elevated bg. There were no pump alerts/alarms. There were no issues observed with the cartridge, infusion set tubing or cannula. Customer resumed pump therapy.